Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 23x1 ll eclipse had foreign matter. The following information was provided by the initial reporter: presence of a brown particle in the sealed needle (contamination).

Manufacturer narrative:
(B)(4). Follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR (B)(4).

Event description:
No additional information was provided.